Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-march-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the pressure was varying causing retention times to vary. The fse replaced both check valves and adjusted the flow rate and ran blood samples with good cgrams. There was no further action required from field service. The most probable cause of the reported event was pump unit, purge check valve.

Event description:
On (B)(6) 2017, a customer reported a intermittent exploded peaks with their g8 analyzer. There were no leaks from the filter or column. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.